Manufacturer narrative:
(B)(4). Date of birth is unknown as it was not provided. Patient gender is unknown as it was not provided. The clinic is reporting this adverse event only and did not request or require field service or clinical support. Clinical development manager (cdm) reported that no laser settings were modified, as other surgeries have gone well. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed a difficult flap lift on the left eye resulting in aborted the procedure. A description from the surgery indicated they noted flap tags and was not able to lift the flap. The date of laser treatment was (B)(6) 2016. The surgery center indicated a photorefractive keratectomy is planned at a 3 month post op exam if refraction is stable. There was no loss of best corrected visual acuity reported. Pre-op mr -1.50+1.25x175 20/25; post-op mr -1.25+1.25x075 20/20 on (B)(6) 2016.